Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer¿s blood glucose (bg) level was 'high' on the continuous glucose monitor (specific bg value was not provided). A correction bolus was delivered to address bg. Reportedly, customer continued to use the existing supplies for insulin therapy.